Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 15th 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra easy meter had a meter settings issue - date time issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter settings issue first occurred on (B)(6) 2016. The patient manages her diabetes with insulin (self-adjuster). The patient reported that she continued with her usual dose of medications of novorapid and on (B)(6) 2016 at 21:30 administered tresiba (long acting insulin). The patient denied that she developed any symptoms. No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that it was not the first time the subject meter was being used. The issue did not occur immediately after removing the battery. The issue remained unresolved after walking the patient through a retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
This complaint was reported in error. The alleged issue could not cause or contribute to an adverse event therefore is considered not reportable.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.